Manufacturer narrative:
Insulin pump passed all functional tests including the prime, displacement, basic occlusion, occlusion and excessive no delivery tests. All button functions properly but moisture damage was noted on the keypad traces. Cracks to the reservoir tube and case noted during visual inspection.

Event description:
Customer had reported that her insulin pump was malfunctioning. She stated that when she tried to bolus, the numbers would keep going up to 10. She stated there was no alarms alerting her. Customer also stated the escape and down button does not work. Customer's blood glucose was 175 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also declined to troubleshoot for her blood glucose levels. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.